Event description:
The pt experienced a loss of stimulation sensation and was unable to adjust the stimulation. It was noted that the upper limit was reached. The pt had a revision performed last week because the ins was pushing on her sciatic nerve. Prior the surgery, it was found that the device was off which the pt was unaware of. Following the surgery, she felt the stimulation but now could not feel or adjust the stimulation. She was re-directed to her physician. The healthcare professional confirmed pt symptoms of new pain at the ins site attributed the event to the superficial migration of the ins. A revision was performed and a deeper pocket created for the ins with results reported as "okay". The pt recovered without sequelae.